Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Occupation: msn, rn, lncc, cphrm / risk management nurse analyst. The device will not be returned to the manufacturer so we are unable to complete an evaluation to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
The following was reported via medwatch report # mw5149444 received 06jan2024: when preparing for insertion, the intra-aortic balloon (iab) began to self-unravel prior to insertion. A new iab was inserted without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Event description:
N/a.